Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Saline residue was visible in the suction tube, indicating the device was used. Under magnification it was observed that the active tip had a burnt manifold between the 12 o'clock to 3 o'clock position, indicating a spark did occur on the active tip, confirming this complaint. No functional testing was conducted to avoid further damage to the electrode and damaging test equipment. The supplier completed a CAPA investigation to address the melted manifold failure. This issue was also investigated via mitek dr. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Ncr relates to flash on valve body, ncr relates to extension of shelf life and thus are unrelated to the reported complaint condition at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the arcr surgery was performed on (B)(6) 2019. During the surgery, when the surgeon used reported vapr tripolar 90 suction electrode, it was reported that the back side of the reported device fired. Then, the surgeon stopped using the reported device. The surgery was completed by using alternative device (same p/n, lot number was unknown). It was brand new and the first use when the issue occurred. There was less than 30 minute surgical delay and no harm to the patient. No further information was provided by the hospital.